Event description:
During testing at the user facility, it was noted that the device door roller pin was broken. The device was returned to the biomedical dept with an unsigned note that stated, "damaged." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.